Event description:
It was reported during active labor, the fetal heart rate drops when the mother is repositioned. Though there was no actual harm, the customer indicated there is potential for delay in recognizing fetal deterioration.

Manufacturer narrative:
No functional testing was performed by philips. The customer staff nurse reported the issued to the philips clinical education consultant during a refresher training. The customer did not report the issue to service at the time of the event so there are no event details available and the issue cannot be further investigated. Per the avalon fetal monitor release l.3 software revision l.3x.xx instructions for use, maternal movement can affect afhr resulting in poor quality signal. If the input signal quality and signal indication does not improve, an alternative monitoring method should be considered. The cause of the reported problem is patient movement which is addressed in the device IFU. The reported problem was not confirmed. The customer resolved the issue by opting to use alternate monitoring and the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.